Event description:
The reporter stated that the device result was 580 mg/dl compared to the emt's meter result of 107mg/dl. He felt shaky and therefore had called the emi's. No treatment was provided. The device was replaced and requested to be returned for evaluation.